Event description:
The pt was revised of a fall with pain. Interoperatively wear and not enough cup version were found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.